Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "screen failure, black band appears on the screen." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with screen failure was confirmed during product evaluation. The root cause of the reported problem was determined to be lines on main display. Appropriate action was taken to correct the reported problem by replacing the main display. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.